Event description:
The facility representative reported a colleague infusion pump where the "batteries are damaged." It is unknown when this condition occurred in "ccu." This condition had the potential to interrupt delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of "batteries are damaged" was confirmed during product evaluation. The quality engineer has confirmed the reported condition to failure code 570. The assignable cause was depleted main batteries as a result of use error. The main batteries and battery harness were replaced to correct the reported condition.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.